Manufacturer narrative:
No patient information provided to date after calls to customer on (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation during a case. There was no patient injury.